Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they have had high blood glucose levels and air bubbles. The customer was advised on proper insulin storage and priming times. The customer was advised to monitor the device and call back if issues persist. No further information or assistance provided at this time.